Event description:
Information was received from a patient receiving intrathecal morphine (unknown) 10 mg/ml at unknown dose via an implantable pump for spinal pain indications. The patient representative (rep) stated the patient was last refilled in (B)(6) 2024 -- patient was currently in hospital and was in the intensive care unit (ICU) due to low blood pressure but was unknown if any of the symptoms she was having were related to the pump or not. The daughter did not know if the pump was empty or working. She stated she believed her mother missed a refill appointment in (B)(6) 2024 but still unknown and they would like the pump interrogated. The patient rep reported previous incidence where pump refill was missed on the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.